Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator (ins) experienced abnormal battery consumption, with the battery life lasting only 1 year and 5 months. The ins reached end of service (eos) at the time of replacement surgery, where the percept pc was replaced by an activa rc. The patient presented with altered impedance at contact 0, with impedances above 5k ohms. This impedance issue was not resolved following the replacement surgery. The patient session report indicated stimulation groups b, c, and d were programmed with contact 0 as an active pole, though group usage information was not available. There were no known environmental, external, or patient factors contributing to the event. The issue was resolved at the time of this report. No patient complications have been reported as a result of this event.